Manufacturer narrative:
Manufacturers preliminary analysis: investigation is on-going. Initial corrective actions/preventive actions implemented by the manufacturer: in general, the described issue was caused by operator inattentiveness, therefore, no immediate actions are currently deemed necessary. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Event description:
During a patient examination the footrest fell off from the luminos agile max system while the patient was standing on it. According to the complaint, an injury occurred but the extent of the patient injury has not yet been communicated and is currently pending. In worst-case scenario, the issue might lead to a minor to serious injury if the issue were to recur.

Manufacturer narrative:
H6: additional health effect information was received, and codes were entered. H10 manufacturer narrative: the described issue was investigated in detail. It was reported that the footrest fell off the table while a patient was standing on it. According to additional information received, the patient suffered a head injury that required sutures. The patient also complained of foot and hip pain. Additional details were not provided to siemens. The affected footboard (foot support 230 kg, material number 8893385) was requested to be returned for investigation. According to the information received, the tabletop (material number 8892163) was sent back instead of the footboard. The spare part consumption of the affected tabletop was checked and shows values below the defined threshold. It was confirmed by the service engineer that the footboard was safe to use. Despite several requests and reminders, the part was not received for investigation. This was confirmed by the service department. Therefore, the investigation was performed based on the received pictures and information. The provided pictures do not show any defects on the tabletop or the footrest that would affect safe attachment. Only normal wear of the tabletop is visible. The pictures show that the plastic guiding part of the footrest was broken. This has no impact on the safe attachment of the footrest. This part is only for better guidance when attaching the footrest. Since the plastic guiding part was bent downward, the attachment to the tabletop was not disabled. The defective guiding part was replaced on site by the service engineer. The spare part consumption of the affected part (material number 07094597) shows values below the defined threshold. Furthermore, the pictures show burrs on the detents of the tabletop latches. These also do not have any impact on the safe attachment of the footrest. Nevertheless, the burrs were removed on site. The pictures also show a wear-related enlargement of the detent on the tabletop. This only increases the play of the engaged footrest. The footrest cannot fall off due to enlarged detents. Based on the available information and pictures, it is assumed that the footrest could become detached due to improper use or incorrect installation. This had already been suspected by the service engineer. If the footrest is not attached properly, it can become loose during patient operation. Therefore, it is recommended to check the footrest again before each use to ensure it is properly secured. The correct attachment and use of the footrest is described in the user manual (see xpd1-325.620.01.01.02, register 8: accessories and auxiliary devices, page28/29 - footrest). To further improve the understanding of the handling of the footrest, the description in the user manual will be updated in future versions of the operator manual. Additional details and illustrations on how to securely attach the footrest are and will be provided with: - an addendum for series production (released on 25.11.2022), - an addendum for the installed base (released on 09.12.2022 via xp051/22/s), and - the new version of the operator manual (final release planned for end of december 2022). The complaint has been closed. Further action by siemens is being addressed via xp051/22/s. H11 corrected data: b1: both adverse event and product problem should have been checked on the initial report submitted to the FDA on july 22, 2022. D8: no. E4. No. H8: reuse should not have been checked on initial report.